Event description:
A report was received that stated a nurse was splashed with a blood. At the conclusion of the blood draw the nurse attempted to cap the syringe. The luer broke and blood splashed on the nurse and patient. The rn was treated for blood exposure per the facility's protocols. No adverse effect was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.